Manufacturer narrative:
Additional information : the device was received for evaluation. A visual inspection was performed. The six (6) pins on the left ring were visually inspected first and were found to be free of any bends. The six (6) pins on the right ring were visually inspected and one pin towards the top of the coupler ring was found to be bent. The reported condition was verified. No functional testing was performed for this complaint. The cause of the condition was not determined. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a bent pin was found on the ring of a coupler device. This issue was identified during set up, prior to patient use. The device was replaced. There was no patient involvement. No additional information is available.